Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to an authorized resmed third party service center for an evaluation. Review of the error log history confirmed the complaint. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf191) related to loss of communication with outlet flow sensor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).